Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device stopped working during a procedure. The case was rescheduled. There were no adverse consequences and no medical intervention.